Event description:
It was reported that intra-op during the fiberoptic endoscopic sinus surgery, one rad 60 was mounted into the straight shot in the normal fashion and during the initial activation in the patient's sinus cavity, it demonstrated a significant "wobble" accompanied by an unexpected noise. The mounting of the device was checked, and it was activated again, this time outside of the patient. The same issues were observed. A second rad 60 was then opened and mounted in the straight shot. The same unexpected wobble and odd noise was observed during the initial activation. A third rad 60 was then opened and mounted in the same hand piece. This time, no problems were observed and the case was completed without further incident. There was a procedure delay and the procedure was extended to 10 minutes. The procedure was completed with backup product(s). There was no injury to the patient.

Manufacturer narrative:
H3: product analysis: pli20 was returned together with pli10 in a resealable bag. Pli20 was returned as an open, empty pouch. The pouch was open on three of the four sides, and the blade was missing; the blade was not returned for analysis. As a result, functional testing could not be performed. The device was not returned for analysis; therefore, the reported allegation could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.